Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but the reported condition of the saw overheating during usage could not be confirmed.

Event description:
It was reported that the handpiece began overheating during a podiatry case. There was no reported pt or user injury, and the procedure was completed successfully with another device.